Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced less than a year after the implant date due to inadequate pain coverage. It was noted that this event was "possibly related to the device and possibly related to the implant procedure." It was noted that the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).s

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n276219, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).